Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal event prior to received appropriate shocks. Stored electrograms show an undersensed beat from the right ventricular (rv) lead but the system appears to be functioning as programmed. The lead remains in use. No further patient complications have been reported as a result of this event.